Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 400 mg/dl. The customer stated they did not use the threshold suspend feature on the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.